Event description:
Pt was diagnosed to be in critical medical condition and admitted to ICU and monitored with dash 3000 monitors. The customer alleges "due to low nurse to pt ratio during the evening, there was a delay in detecting the visual alarms (audible alarms did not sound) of dash 3000 by the nurses." After detection of critical alarm condition of the pt, nurses took emergency actions, but due to the critical condition of the pt, they were unable to save the pt.